Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive. The customer connected the pump to a power source to charge for an hour however the pump remained unresponsive. The customer's blood glucose level was reportedly within range. Reportedly, the customer had manual injections available as alternate insulin therapy.